Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted. Additional information received on (B)(4) 2011 indicates: the instrument will be picked up and sent to the local baxter technical services for evaluation. The patient was provided with a homechoice with the 10.2 software for therapy.

Event description:
A baxter (B)(4) sales representative received a customer report on (B)(6) 2011 indicating a (B)(6) male patient experienced intense pain during the initial drain on a homechoice device with sw 10.4 software. The peritoneal dialysis (pd) catheter was explanted on (B)(6) 2011. On (B)(6), the catheter was implanted and on (B)(6) 2011, the patient started pd treatment and training. The patient reported pain during training at the initial drain. Analgesic treatment made the pain bearable. Training was completed on (B)(6) 2011 and the patient was discharged from the hospital. On (B)(6)2011, the patient returned to the hospital because he was unable to drain. The position of the catheter was checked (unknown process for checking the position). The correct position was confirmed. The catheter was explanted on (B)(6) 2011 and replaced by a new one. Reportedly, the blockage occurred due to the peritoneum being sucked into the catheter.

Manufacturer narrative:
(B)(4). The device was returned to the country baxter product analysis lab for evaluation. The evaluation indicates: the device did not reveal any alarms. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The device history review indicated there was no evidence of any issues that could have contributed to the reported event. Service history review indicated the last calibration was completed in (B)(4) 2011. Previous service events were unrelated to the reported issue. The sample evaluation revealed no failure or malfunction that could have caused or contributed to the reported problem. The reported problem was not confirmed. The assignable cause of the reported problem is undetermined.

Manufacturer narrative:
(B)(4). The catheter was a tenckhoff catheter- curled type implanted on (B)(6) 2011. On (B)(6) 2011, the patient started with tidal pd treatment and training on the homechoice. On (B)(6) 2011, the patient returned to the hospital because drainage was not possible. No alarms were noted on the machine. The position of the catheter was checked and the correct position was confirmed by x- ray/ultrasound. The catheter was surgically explanted, on (B)(6) 2011, unblocked and reimplanted. The blockage was caused by the omentum which was sucked into the catheter lumen. Therapy was restarted; however, patient had a second episode of suction of omentum into the catheter lumen on (B)(6) 2012 and had to undergo a second surgical intervention. After this episode, the patient was switched to homechoice sw 10.2 machine and has had no problems.